Event description:
It was reported that the pulse generator triggered elective replacement indicators (eri) and there may have been early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal battery depletion that meets expected longevity was found.